Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three samples were received for evaluation. The samples were received in new condition with its original packing closed. Visual and functional testing were performed. Visual inspection observed the samples didn't present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. During functional testing, the samples were fully priming and connected without difficultly, the pump was set running and the alarm was not activated. The complaint was not confirmed and no actions were taken. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
Information was received indicating that this smiths medical cadd cassette reservoirs exhibited ?no disposable alarm". No adverse effects reported.